Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/29/2016. Date of follow-up report : 11/16/2016. One lf1637 was received for evaluation. Visual inspection found the knife was advanced forward with the jaws open. The investigation found that the spindle pin was missing. Without the spindle pin, the knife was free to move forward even when the jaws were open. Engineering determined that the pin was either never installed in the manufacturing process or that the pin was incorrectly installed. Engineering has implemented an additional check to ensure pin is installed correctly. This device was manufactured prior to these engineering changes. No trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
Further investigation revealed that the spindle pin was missing from the device. No further information is available from the site.

Manufacturer narrative:
(B)(4). Date of initial report : 09/29/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife would not advance after the device sealed the patient's tissue. The device was returned to covidien and visual inspection discovered that the knife blade was in the extended position with the jaws open and would not retract.